Event description:
Reportedly, the device could not be interrogated during the last fu.

Event description:
Reportedly, the device could not be interrogated during the last fu.

Manufacturer narrative:
Correction : h1 type of reportable event reassess to serious injury final analysis - since no programmer files were provided for analysis, neither any indication on actual device settings, no estimation of the expected overall longevity could be performed. - upon reception, the device could not be interrogated; no communication could be established between the programmer and the device. Neither atrial nor ventricular pulses were delivered. - then the device was opened to have direct access to internal components: o the battery was found depleted; o a detailed visual inspection did not reveal any anomaly; o the device was then powered with an external power supply; current consumption of the hybrid electronic module was normal; o the hybrid circuit was then submitted to the standard electrical manufacturing hybrid test: no significant difference was observed when comparing the results with those obtained during the manufacturing cycle (at the time the device was manufactured). - according to the longevity provided in the implant manual, implantation longevity (10 years and 9months), and device analysis, normal battery depletion occurred. - based on available data, no issue is suspected on this device.